Event description:
During treatment for infection, possible cosmetic imperfections were noticed on polyethylene hip liner that had been implanted for three weeks.

Manufacturer narrative:
Two sibling (from the same lot as the liner reported in the experience) liners were retrieved for evaluation. One liner was evaluated with unaided visual analysis and sem analysis. There was no evidence of defects or irregularities. The other liner was evaluated to determine the integrity of the packaging. The packaging appeared in tact with the vacuum seal present. The device history record review provides assurance the part was accepted with conformance to the product requirements.